Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no power alarm without a low battery alert. The customers blood glucose reading was 138 mg/dl. The customer could not recall any significant events leading to the alarm. The customer noted that they changed the battery a week prior to the complaint and received an off no power alert without a low battery alert. The customer was advised to insert a new (B)(6) aaa alkaline battery and continue monitoring the pump.